Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this left ventricular (lv) lead was capped due to muscle/pocket stimulation. A new lead was then implanted. No additional adverse patient effects were reported.